Event description:
The customer reporter the 9600+ system will not boot. No pt injury was reported.

Manufacturer narrative:
The service rep installed a new s-ram card. The system operates as intended.